Event description:
It was reported that allegedly a pta balloon ruptured during the second inflation to 20 atms while being used to treat a av graft stenosis in the axillary vein. The rupture occurred while dilating proximal to the graft anastomosis. Upon rupture, slight extravasation was observed originating from the site of dilatation. During retraction, the balloon became lodged in the introducer sheath and could not be removed. The pta balloon dilatation catheter and the introducer sheath were removed simultaneously from the patient. Another introducer sheath was placed and another pta balloon dilatation catheter was advanced to the intended treatment site. The treatment site was successfully dilated with the pta balloon and imaging demonstrated that the extravasion had resolved. The procedure concluded without further incident.

Manufacturer narrative:
The device history records were reviewed with special attention to the raw materials, the subassemblies, the manufacturing process and the quality control testing. This lot met all release criteria. This is the first complaint reported for this lot number. The complaint sample was returned for evaluation. The balloon was returned inside a 7f short sheath. The tip of the sheath was flared possibly caused by the balloon being retracted through the sheath. The balloon was examined under the microscope and a longitudinal split, approximately 2.5cm in length was observed approximately 4cm from the distal tip of the balloon. An attempt was made to retract the balloon from the sheath but was unsuccessful. The distal tip of the balloon was slightly bunched which did not allow for the balloon to retract. The event description states that the balloon was inflated to 20atms. Over-pressurization was the contributing factor in the rupture of the balloon. The investigation results confirm the complaint for a longitudinal rupture on the balloon. This contributed to the balloon bunching and failure to retract through the introducer sheath. The root cause is user related due to over pressurization of the balloon. The current IFU (instructions for use) states: pre-cautions: do not exceed the rbp recommended for this device. Balloon rupture may occur if the rbp rating is exceeded. To prevent over pressurization, use of a pressure monitoring device is recommended.